Manufacturer narrative:
It was reported that mesh was implanted to treat pelvic relaxation and urinary incontinence. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and monarc were implanted. The patient underwent a previous procedure on (B)(6) 2008 and miniarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh and monarc subfascial hammock were implanted concurrently with hysterectomy to treat pelvic relaxation and urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was additionally reported that the patient underwent a procedure on (B)(6) 2008 and miniarc was implanted. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.